Event description:
In 2005 a healthcare professional at a medical center reported that an opertor of the advia 1650 chemistry analyzer suffered a puncture injury on one hand by the instruments' sample dilution probe (dpp). The operator was sent to the e.r. And received a tetanus shot and was tested for hiv. Instructions for use for the instrument indicate that in order to avoid a risk of injury and to prevent damage to the instrument all the analyzer covers should be in place and to ensure that probes and mixers are free to move wihout obstruction prior to starting up the system. Bayer healthcare llc, diagnostics personnel concludes that this issue was due to the operator not following appropriate warnings and instructions for use.